Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The cutting wire was torn. The breaking portion was scorched and melted. The outer diameter of the cutting wire was measured. No abnormalities were presented. The cutting wire and the coated portion dimensions presented no abnormality. The missing portions have not found in the device. The manufacturing record was reviewed and found no irregularities. Based on the confirmation results and previous investigation results, a likely cause of the cutting wire breakage might be the following. The cutting wire was close to the distal end of the endoscope or the instrument for checking energization. An electricity was discharged between the cutting wire and the instrument in the state of ¿1¿. The cutting wire became very high temperature instantaneously due to an electricity discharge. That caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
We received the following report. At a preparation for use, the knife of the device broke during activation. The intended procedure was completed with another device. There was no patient injury reported.